Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that since last friday they have been having electrical shock from their neck down to both of their legs. Patient stated that they turned the stimulation off but now they have it all on the right side on their low buttocks. Patient mentioned that it feels like they have fallen in water and are falling really bad from the neck down. Patient stated that they called their doctor and was advised to give us a call first. Agent had the patient check the controller to confirm of stimulation was turned off. Upon unlocking patient then saw battery empty cannot provide stimulation. Recharge your implanted device message. Agent had the patient connect the recharger to the controller and confirmed recharging excellent. Unable to check if stimulation was off as implant battery was in red and depleted. Patient said that right now the device should be off now because it does not have a charge. Patient said that this had never happen before and asked if there is something going on their implant and mentioned that they had an MRI last week because they have something going on their back and they are getting ready for a surgery on their shoulder. Patient said that they are in pain and, afraid and scared because it was not normal, and they might fall because the shock will just came out from nowhere, they cant lay on their back and had to lay on their side and when patient stand up they can feel the electrical shock on their legs. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to the medtronic reps for visibility.